Manufacturer narrative:
Expiration date 12/07/2014. Device manufacture date 12/07/2012. Manufacturer report number should have been (B)(4). Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at the one day post operative visit with an epithelial ingrowth in the left eye. A flap lift and rinse was performed and the patient was presribed pred forte. Patient's bcva (best corrected visual acuity) was 20/20.

Manufacturer narrative:
Device evaluation: the patient interface was returned to the manufacturer and evaluated. Dimensional testing was performed and the patient interface was found to be within specifications and met the acceptance criteria. The returned product investigation results do not indicate a product deficiency. A batch record review was conducted and the results revealed that the batch was assembled correctly and no anomalies were noted. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). A batch record review was performed and revealed that the devices for this batch were manufactured and assembled within the specifications when this lot was completed. All pertinent information available to abbott medical optics has been submitted. Placeholder.